Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported the system failed to generate x-ray. The system was rebooted and the procedure was completed. There are no reports of pt injury or death associated with this event.